Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Reportedly, it was observed that aneurysmalization on the distal side of the right common iliac artery where the device was landing. On an unknown date, a dilation of the right common iliac artery was observed on a follow up computed tomography(CT). On (B)(6) 2025, a reintervention was performed, the right internal iliac artery was embolized followed by placing an additional stent graft down to the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: assessment of risk management file (rmf) the reported use error, where the user selects a device that is outside of indicated treatment window (distal segment iliac vessel length less than 10mm), is documented in the risk management file. The reported use error is documented in the rmf with the hazardous situation, harm, and severity of harm associated with the potential type I endoleak and reported right common iliac artery dilation, and the harm (secondary endovascular procedure) and severity of harm (serious) as reported are not more severe than the potential harm and severity of harm documented in the risk management file. The risk management file for the contralateral leg device was reviewed and determined to be accurate and complete in relation to this complaint. No update is required. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.